Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket a2 was failed and not detected on bus. A field service engineer removed the rear panel and found the row board cable was found partially disconnected. The row board cable was reseated at the controller, and the drawer was reassembled. The unit successfully auto recovered, and the customer was able to inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. Drawer 3.1 pocket a2 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.